Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that farastar pulsed field ablation generator was selected for use. It was observed that error 374 occurred. Hence, the procedure was cancelled. No further information was yet provided. No patient complications were reported. The device is not expected to return. It was further reported that the patient was present and sedated in deep sedation (no ga).

Manufacturer narrative:
Upon arrival of a boston scientific field service engineer at the facility, the reported allegation of error message (error 374) was confirmed. The counter was reset and the system was fully functional and ready for use again. However, the cause of the event could not be determined. Correction to the follow-up 1 MDR in block(s) brand name (d1), common device name (d2a), in section d - suspected medical device.

Event description:
It was reported that farastar pulsed field ablation generator was selected for use. It was observed that error 374 occurred. Hence, the procedure was cancelled. No further information was yet provided. No patient complications were reported. The device is not expected to return. It was further reported that the patient was present and sedated in deep sedation (no ga).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that farastar pulsed field ablation generator was selected for use. It was observed that error 374 occurred. Hence, the procedure was cancelled. No further information was yet provided. No patient complications were reported. The device is not expected to return.